Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient was unable to increase amplitude. System diagnostics determined high impedances on the lead. Surgical intervention may be taken at a later date to address the issue. Number of leads involved in the issue is unknown at this time. Additional devices may be added at a later date as the information is available.

Event description:
Additional information received identified the lead was explanted and replaced with another model which resolved the issue.